Event description:
An elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The customer indicated that the pt sample was tested for accu tn and the result was 3.76ng/ml. The result was reported out of the lab. The customer indicated that the dr performed a heart catheterization. A fresh sample was collected from the pt and tested for accu tni; the result was 0.00ng/ml. The customer then re-tested the pt original sample for accu tn and the result was 0.00ng/ml. The corrected accu tn was sent out of the lab. No injury attributed to or connected with this event was reported.

Manufacturer narrative:
The customer indicated that qc was within specifications prior to the event. The sample was collected in bd lithium heparin tubes and centrifuged at 4,000 rpm for five (5) mins. The customer indicated that there was no visible fibrin present in the sample. A field service engineer (fse) was dispatched to the customer lab. The fse performed field diagnostic test; all results were within specifications. The fse verified that the instrument was performing within specifications. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.